Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, there was static on the monitor during the operation of the angulation of the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the ccd cable of the subject device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. There was a possibility of failure of the ccd cable, the ccd or the circuit board.